Event description:
It was reported that a cartridge alarm 20 occurred. The customer's blood glucose level did not exceed 500 mg/dl and thus remained within the normal range. Technical support assisted the caller in loading a new cartridge using the proper technique, allowing the customer to successfully resume insulin therapy, thereby resolving the issue.